Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose levels. She declined troubleshooting for the high blood glucose because of set issues and only wants to troubleshoot for taking the bolus for the high. Customer stated that around 2:00 am, she had a low blood glucose of 54 mg/dl and she treated with sugar. She said that when she got up, her blood glucose was 482 mg/dl, she treated with a bolus and went to bed. The customer stated that her blood glucose reached to over 500 mg/dl. She is visually impaired and stated that she was having issues with the tape. She was accidentally folding the tape, which was advised to her would cause a bad set. She was advised to insert quick set in her leg because it would be easier for her to see. The pump will not be returned for analysis.